Manufacturer narrative:
(B) (4).

Event description:
The pt's incision did not heal and dehisced. The pump and catheter were removed. The pt had some unspecified withdrawal type symptoms, but no other negative outcomes. The physician planned to implant a new pump if the pt quit smoking. The physician thought her chronic smoking caused the incision not to heal adequately. The device system was used to deliver prialt, dilaudid, and bupivacaine.